Manufacturer narrative:
A replacement power supply was sent to the customer. During qe eval, a breach in the transformer was found. The cause of the breach in rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry, a visual examination of the cord revealed nothing unusual. The power supply was not plugged in so the voltage across the dc plug could not be measured. Resistance across the dc plug was measured 0.76 ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 58.7 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that a prong had fallen out of the transformer of her pump in style breast pump. Upon receipt and qe eval, a breach was discovered exposing the underlying electronics which is a safety risk.